Manufacturer narrative:
Third party contract vendor to service.

Event description:
The hospital biomedical technician reported upon power up of the ventilator it went vent inop and alarmed due to a flow sensor failure. The ventilator was not in use on a patient at the time of the vent inop therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The hospital biomedical technician reported they use a contract vendor for service and the unit would be sent to them for evaluation.